Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval results: eval for the returned product shows that the panels side a and b window zipper slider bodies are opened. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening and closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
The customer reported that the canopy product was already boxed and ready for shipping, therefore, could not provide the reason for returning the product. There was no reported incident or injury reported. Eval for the returned product shows that window panel sides a and d slider bodies are open.